Manufacturer narrative:
An event regarding a fractured glenosphere trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the event. No material or manufacturing defects were identified. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the event likely occurred during impaction and interaction with the glenoid baseplate. The trial broke from overload conditions. No material or manufacturing defects were identified.

Event description:
Glenosphere trial broke while being impacted. Surgeon saw the broke piece and removed it. We opened another instrument set and continued the surgery.

Event description:
Glenosphere trial broke while being impacted. Surgeon saw the broke piece and removed it. We opened another instrument set and continued the surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.